Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau case on (B)(6) 2020, the unknown aiming arm and the 1.6 mm threaded wire guide was fused together with the handle for drill sleeves and could not be able to get those pieces apart which each other. The issue caused a small delay to the procedure. Another device was used on the case. Patient status and surgical outcomes was successful. This complaint involves three (3) devices. This report is for (1) unk - guides/sleeves/aiming: aiming arm. This is report 3 of 3 for (B)(4).